Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error. Customer had received external flash crc error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The self test did not passed. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. On september 10, 2022, the customer alleged was for pump error 54 and pump error 63. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test but failed the self-test due to pump error 63. Successfully downloaded history files and traces using thus. Pump error 63 alarmed during testing . Pump error 63 (variable 3) was present in the history download on event date of september 10, 2022 08:38:34.000. No pump error 54 alarms during testing. Pump error 54 was present in the history download on event date of september 10, 2022 01:46:11.000. Esf# esf3010978, file number = 32122, and line number = 1421. Tested with a test p-cap and the test p-cap locked in place properly, however, damages to the retainer ring was noted during inspection. Device was cut open to perform visual inspection and found moisture damage on the boards and motor. The following were noted during visual inspection: scratched case, cracked keypad overlay, partially broken retainer (chipped), pillowing keypad overlay, and faded label damage pump error 63 was confirmed due to broken trace at u1 pin 6 and pin 1 on keypad assembly. Pump error 54 was confirmed due to software anomaly. Device test failed was confirmed during the self-test. Damages to the retainer ring was confirmed. Moisture damage was confirmed on electric board and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.